Event description:
Implant was placed, location #14, with sinus lift and left for 1 yr (placed 9/20/91). A temporary bridge was placed for 6 months, at which time implant looked good. Temporary bridge broke and implant was displaced into sinus. Pt later stated that he had sinus infection for several months prior. Implant was replaced and is successful today.